Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that she wore a tampon overnight and the next morning she was not able to find the string to remove the tampon from her vaginal cavity. She could not remove the pledget on her own and went to urgent care for removal. The doctor told her that the string was inside her body and was able to fully remove the pledget in one piece. She did not receive any additional medical treatment and did not experience any adverse health effects.